Manufacturer narrative:
Device is not available for return at this time. No further information concerning this report is currently available. This investigation will be updated should further information be provided.

Event description:
It was reported that two weeks post implant, the device displayed high impedance (hi) code. Imaging was performed and the reason for the code was due to under-insertion of the electrode. Subsequently, a revision procedure was performed to inert the electrode properly into the device. The device passed testing following the revision procedure and is still in service. No additional adverse events were reported.